Manufacturer narrative:
H2, h3, h6: software logs were analyzed, and it was determined that there was insufficient information to determine if a software anomaly contributed to the issue. Code b01 is applicable, as are previously reported codes c19 and d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the spine clamp could not open wide enough to clamp on the c2. They tried to clamp on the c3 but that did not work. They used the cranial frame attached to the articulating arm and performed an image for registration. The surgeon stated that on the c1 they felt inaccurate 2mm anterior to posterior. The surgeon was not able to immediately tighten the clamp down from it¿s widest position while over the spinous process. He had to either pull it out and start tightening it and then reposition it over the spinous process (which was then too narrow) or he had to start tightening it with hemostats/kocher while it was around the spinous process. The surgeon then aborted the use of navigation at that point and finished the case with the c-arm. There was less than one hour delay and no reported impact to patient outcome.